Event description:
An increased intraperitoneal volume (iipv) situation was identified in the log of a returned homechoice (hc) device. The iipv occurred on (B)(6) 2010 during drain cycle 1. The drain volume was 4385ml. This drain volume meets baxter's iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was tested and determined to meet functional and electrical performance specification requirements; the device passed both the homechoice return instrument test / evaluation (rite) electrical test (B)(4) and the rite functional test (B)(4). This device was then shipped to deka for evaluation prior to further pal assessment. Deka evaluation of the device revealed both cycle 1 and cycle 2 exhibited similar characteristics with respect to extended drain times, lower drain flow rates, and conditions in fill 1 that suggest a possible restriction on the system's drain line. Review of the device logs by pal revealed the drain volume during drain 1 on (B)(6) 2010 met iipv criteria; the device user drained out 4385 ml over 4hrs 21 min. No device failure or malfunction was identified during deka evaluation of the device or pal assessment. Review of the device's previous service record revealed the device passed all required tests and calibrations prior to its release from the tampa bay facility and no issues were identified that may have contributed to the reported problem of iipv. The cause of the difficulty of a drain 1 extended drain time with a drain volume of 4385 ml found in the logs was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). This is report 2 of 2. Additional information: follow up with the hp concerning the reported event revealed the hp had set up her therapy as normal and went to bed. When the hp woke up she noticed that only one bag of solution was empty and the other two were still full. She checked the hc device and it was stuck in drain. She then contacted global technical services for troubleshooting assistance. The hp reported that she drains into the toilet and therefore was unable to validate the drain volume reported by the hc device. The hp reported that she felt fine and had no overfill symptoms. The hp reported there were no alarms and she did not bypass. No patient injury or medical intervention was associated with this event. The hp reported that she is using the cycler for therapy and had not had any problems since. No other information was obtained.